Manufacturer narrative:
(B)(4). Date sent: 10/24/2017. D4: batch # p56d4j. Device analysis: the ec60a device was received for analysis with no visual non-conformances and with two ecr60b cartridges reloads present. The cartridge reload (b) was received partially fired 1/4 and with the cartridge deck damaged. The cartridge reload (c) was received partially fired 1/2 and with the cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Cartridge b: ecr60b, p56u16, partially fired 1/4, damaged cartridge deck cartridge c: ecr60b, p56r4g, partially fired 1/2, damaged cartridge deck. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 11/28/2017. Photographic analysis: first picture shows a blue cartridge with the one-piece sled advanced, almost until the half cartridge, the drivers can be observed. Second picture shows a blue cartridge with the one-piece sled advanced. Based on the photos alone the event describe is confirmed.

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during the laparoscopic sleeve gastrectomy, the device could not be fired farther after it was fired 13%. Changed to another cartridge and could not fire farther after fired a half. They found the distal part of cartridge deformed. Another like product was used to complete the procedure. There were no patient consequences reported.